Event description:
It was reported that the ventilator generated alarm indicating insufficient ventilation while on patient. The patient become hyperinflated. Final patient's outcome was no injury. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was made by the hospital engineer. No ventilator malfunction was found and the issue could not be duplicate. The expiratory cassette was replaced as a precautionary action. The replaced expiratory cassette was not returned for further investigation. The expiratory cassette error is an alarm to show technical issues with the expiratory flow measurements. In the reported case the following log post was noted: ¿technical alarm [exp flow] exp. Cassette. Meas timeout, no signal amplitude¿. This alarm indicates flow measuring issues and it was introduced in system version 4.04.00 to prevent different flow measuring issues. The provided logs confirmed the reported expiratory cassette error alarm generated on (B)(6) 2024. Also, the logs revealed that shortly after the expiratory cassette error, clinical alarms such as: volume delivery restricted, check tubing, airway pressure high and respiratory rat high were generated. The expiratory cassette error generates an incorrect measurement of the expiratory flow, which results in auto-triggering and high respiratory rate. The ventilator then increases the pressure in order to deliver the set tidal volume until the volume delivery becomes restricted by the set upper pressure limit. The root cause for the reported problem could not be determined.